Event description:
I had allergan 410 mf natrelle breast implants in 2016 due to breast cancer. I have had them removed and replaced numerous times due to what we thought was infection but infection was never found. After hearing about bii and the recall I did research and am having them removed. My symptoms are joint pain (hands, feet, and knees), weight gain, blurry vision, low libido, anxiety, fatigue, headaches, very swollen feet and hands, rashes. All test showed I was fine but not being able to open and shut my hands is not fine. FDA safety report ID# (B)(4).